Manufacturer narrative:
Eval is pending.

Event description:
In 2007, the sales representative reported that there was a chip in the thread of the closure top preventing it from threading into the tulip head of the screw. Additional information received the following month, the sales representative reported that the surgeon attempted to implant the closure top and could not. The surgeon removed the closure top and replaced it with another one. There was no surgical delay and no injury to the patient.